Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment that the external pulse generator¿s (epg), cable connector was defective. The output connector assembly was broken the ventricular connector was not holding the cable. It was also determined at analysis that the hanger assembly and lower case were cracked. Capacitor on main printed circuit board was broken. The display wire insulation was pinched, however the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator¿s (epg), cable connector was defective, the user was unable to insert the cable. The epg was returned to for analysis. There was no patient involvement.